Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the left ventricular (lv) lead exhibited an unspecified low voltage output issue as the electrical endpoint desires was not met for left bundle area pacing. The lead was not used and the lv port at the pacemaker was plugged. The patient was in stable condition.